Manufacturer narrative:
Upon investigation, it was found the qc editor is working as designed to remove the source comments when moving with a study. Merge pacs was performing as expected and did not fail to meet specifications. The underlying image and other clinical information is present for the user. This is highly unlikely to impact treatment or diagnosis. At this time, the investigation is complete and no further actions are required.

Manufacturer narrative:
At this time, merge healthcare is continuing their investigation and will determine if any further actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and threedimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2017, a customer reported that when moving or correcting studies using the qc editor in merge pacs, the study comments made on the source study were not retained and moved to the target study. This may cause a delay in patient care or misdiagnosis if it's not readily apparent to the user and they overlook important information within the comments. The patient's images are available for dictation and comments are supplemental information. (B)(4).